Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the anastomosis ruptured. The surgeon manually sutured to complete the procedure and there was tissue loss. The hospital has reported no patient injury occurred.